Event description:
It was reported that pump displayed malfunction alarm code 12, and customer's blood glucose (bg) was 16 mmol/l, customer administered an insulin injection to address bg. Technical support guided customer through pump reset, after which malfunction did not recur and customer was advised to continue using pump and to call back if malfunction alarm appeared again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.